Manufacturer narrative:
(B)(4). Advancer. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the jaws remained in closed position every single firing sequence. The trigger was manually assisted in order open the jaws; clips with gap were released. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap prostatectomy, the jaw would not open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Although the doctor was not sure, this event occurred on 3rd to 8th firing. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No information. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. The device was fired out of the patient several times. The clips fell out from the jaws at the time. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? No information. Did somebody other than the primary surgeon fire the instrument? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No information.